Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The sample was from the customer without package. The complaint product sample was disinfected, and as the complaint product sample was being disinfected and prepared for analysis, it was found a leak in the patient line. The complaint product sample was visually inspected. During the visual inspection it was found a hole in the patient line. After further inspection, no other problems were found. This kind of damage (tear) could be caused due to an incorrect handling of the product either during the manufacturing process or treatment set up. This could be caused due to: operator fail to follow work instruction, -unqualified operator, -unclear work instruction. A device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances, or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The investigation into the complaint was able to confirm the reported event.

Event description:
A peritoneal dialysis (pd) patient's spouse reported a fluid leak that took place during pd treatment. The cycler alarmed with a draining slowly message in drain 2 and then an air detected in cassette message in the same drain cycle. Fluid was discovered during drain 2. Fluid leaked from a hole in the patient line. The hole was about 5-6 ft from the cassette door. In a follow up, the patient's pd nurse verified the event and said there was no harm, intervention or adverse event due to the fluid leak. The patient is using the same cycler. The cycler set is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported a fluid leak that took place during pd treatment. The cycler alarmed with a draining slowly message in drain 2 and then an air detected in cassette message in the same drain cycle. Fluid was discovered during drain 2. Fluid leaked from a hole in the patient line. The hole was about 5-6 ft from the cassette door. In a follow up, the patient's pd nurse verified the event and said there was no harm, intervention or adverse event due to the fluid leak. The patient is using the same cycler. The cycler set is available to return.